Event description:
It was reported that the customer experienced high blood glucose levels (373 mg/dl) reportedly, the customers cannula was bent due to it getting on the doorknob and being pulled out. He changed his placement site to stabilized his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.